Manufacturer narrative:
Correction: section h4: correction: device manufacture date: in initial report, the correct device manufacture date should have indicated nov 24, 2020. Additional information: device evaluation: product testing could not be performed since the product was not returned for evaluation as it was implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted the intraocular lens (iol) and noticed one of the haptics had broken once placed in the eye. Haptic was removed but left the iol in the eye as it was stable. There was no sutures, no incision enlargement and no vitrectomy. No further information received.